Event description:
A review of an article was conducted, which aimed to evaluate the initial experience and feasibility of robotic-assisted pylorus-preserving pancreaticoduodenectomy procedures (pppd) using the da vinci sp system versus the da vinci xi system. The study was a retrospective case series analyzing 14 patients undergoing pppd from december 2021 and september 2023. One patient with common bile duct cancer died during at an unspecified time post-procedure due to the progression of cancer. There was no report or indication in the article of any da vinci sp system malfunctions. Multiple attempts to obtain additional information from the corresponding author were made; however, no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci sp system identifiers. A review of the site complaint history found no prior complaints related to the article events. This event captures the reported death. Please see section h10 for the related manufacturer report numbers for the serious events reported in the same article. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the literature article describes a series of patients who underwent single port robotic assisted pylorus sparing pancreaticoduodenectomy. The focus of this report is regarding the patient with bile duct cancer that died as a result of the progression of their cancer. Although no allegations were made against any intuitive surgical product or instrument, neither the events that led to this patient¿s cancer progression nor the issues that may have led to the death are provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Citation: choi, y. J., jeon, s. M., yu, s., jo, h., kim, d., & yu, y. (2025). Initial experience of robotic-assisted pancreaticoduodenectomy using the da vinci sp system. Surgical endoscopy, 39(6), 4017¿4025. Https://doi.org/10.1007/s00464-025-11695-4. Section a: patient age: reflects the study mean age in yrs. Article reports that the mean age of the population was 60.2 ± 11.3 years. Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive was (B)(6) 2025. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.